Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, it was difficult to advance the system (integrated needle/dilator and sheath) into the iliac vein. A contrast injection was performed which showed a collateral vein going off to the left and possible perforation/leakage of contrast into the tissue on the right. Patient's blood pressure dropped. The case was aborted. The patient was under general anesthesia. A stent was placed, and cardiopulmonary resuscitation (CPR) was performed briefly. The patient was stabilized. The patient was moved to the intensive care unit (ICU). It was difficult to wean the patient off the vent. A tracheostomy was placed at a later date. It was noted that the perforation occurred after the removed of the system from the body , and when attempts were made to advance a guidewire into the iliac vein. No further patient complications have been reported as a result of this event.